Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(6) 2019. The service engineer (se) inspected the device. The se found the ventilator still attached to the cart , but cart top had been broken off the top of the roll stand. The se replaced the top plate and thumb wheels the ventilator was returned to service.

Event description:
It was reported that the ventilator had to be reattached to the cart. Additional information about the event has been requested. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. Event date not specified: estimate used.